Manufacturer narrative:
Date of event was reported with multiple dates: fall = 3 weeks ago, saturday ((B)(6) 2018); laser procedure = (B)(6) 2018; change in stimulation = (B)(6) 2018; infection = a couples of days ago ((B)(6) 2018). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ¿never had any problems¿ with the implanted device. The patient had a fall 3 weeks ago saturday ((B)(6) 2018) and went to a pain management chiropractor who did a laser procedure on their left hip (which occurred the evening (B)(6) 2018) and did not turn the implantable neurostimulator (ins) off for the procedure. The patient stated that, yesterday, they experienced a lot of stimulation in their backside down the leg as opposed to the ¿front¿ where they normally felt it. As an action taken, the patient decreased the stimulation the night prior. It was reviewed with the patient that if the laser procedure was done near the ins it could cause a change in therapy. It was noted that the patient¿s ins was in the lower, left side of their back and the procedure was done on the opposite side. The patient also reported they had an infection and stated that they ¿hasn't gotten the medicine yet, but she knew she had an infection for a couple of days¿. It was recommended that the patient follow up with their healthcare professional (hcp). Their hcp was on vacation but the patient was going to call the nurse regarding the issue. The patient also inquired if they should continue the chiropractic treatments and it was recommended to have their device checked first. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, the previously reported patient code no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they notified their healthcare professional (hcp) and noted ¿I had a uti ¿ had nothing to do with what I called about¿. The patient stated that they had been going to pt and didn¿t know that they had to turn the implanted device off before laser treatment (which was done on the opposite side). They further mentioned that, yes, the cause of the stimulation in the backside/going down the leg was the fall. They also called the manufacturer to ask if it was okay to have/use the laser. The patient reported they were given antibiotics for the uti but ¿it was the fall that happened, had pt, was worried about the laser treatment. Both the infection and stimulation issues had been resolved. There were no further complications reported or anticipated.